Manufacturer narrative:
Rapid port ez strain relief. Visual examination of the returned device determined the access port tubing connector to be a rapid port ez strain relief. Allergan has received the product; however, the analysis has not been completed at this time.

Event description:
Health professional reported a possible leak of a lap-band system port that was removed and replaced.